Event description:
As reported, prior to a stone removal procedure, an ngage nitinol stone extractor's handle separated from the device while being tested. Another device of the same type was used to complete the procedure. The device did not make patient contact. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: line 2: (B)(6), additional phone: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Corrected information: b5, d4, h6: medical device problem codes (annex) a, component codes (annex g) investigation ¿ evaluation event description as reported, prior to a stone removal procedure, the user found that an ngage nitinol stone extractor´s handle doesn't work, and the basket would not open. Another device of the same type was used to complete the procedure. The device did not make patient contact. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Reviews of, complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, quality control procedures, interviewed personnel as well as a visual inspection and functional test, of the returned device, were conducted during the investigation. One device was returned in an open package with label. The basket assembly was not secured to the distal end of the basket sheath. The shrink tubing that holds those two components together was no longer secure. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformance's relevant to the failure mode. A complaint history search found one other related complaint associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU does not provide any information related to the reported issue. The returned device was found to have a basket that would not open due to separation of the basket from the basket sheath. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. A definitive cause of the event could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information that was available when our initial MDR was sent, but inadvertently omitted: the handle did not work, the basket would not open.